Manufacturer narrative:
The customer¿s report of a tpn overinfusion was not confirmed. Analysis of the pcu event log shows that the pump module was programmed to infuse tpn/ppn at a rate of 75ml/hr with a vtbi of 75ml at 9:40 pm on (B)(6) 2018. At 9:48 pm, the device alarmed for patient side occlusion and the infusion was restarted at 9:59 pm. The infusion was then paused and restarted again at 10:01 pm. At 10:54 pm, the primary infusion completed and the device transitioned to the kvo rate of 20ml/hr. At 10:58 pm, the user changed the rate to 165ml/hr and the vtbi to 1650ml. At 11:44 pm, the user paused the infusion and then restarted it at 11:45 pm. At 3:58 am on (B)(6) 2018, the user paused the infusion and then restarted it at 3:59 am. At 5:28 am, the user programmed a delay for 25 minutes. At 5:53 am, the delay completed and the infusion started. At 5:54 am, the device alarmed for patient side occlusion and the infusion was restarted at 5:56 am. At 5:57 am, the user paused the infusion and then restarted it at 5:58 am. At 7:39 am, the user paused the infusion and then restarted it at 7:53 am. The user paused the infusion again and then channeled the device off at 7:54 am. The volume recorded as being infused during this period was 1419.665ml. The root cause of the customer¿s report of a tpn overinfusion was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that the patient was to receive a cyclic order of tpn (1800ml with 100ml additional over fill). The order was for a rate of 75ml/hr for 1 hour, 165ml/hr for 10 hours, and 75 ml/hr for 1 hour. Tpn was initiated on 11/1/2018 at 2144, programmed at a rate of 75ml/hr, and at 2300 was changed to 165ml/hr. At this time the user cleared the device with a total volume infused of 90ml. At 0330 a poc (point of care, bedside testing) blood glucose level was 344 and confirmed by stat serum level of 346 at 0434. The patient received a pre-ordered scheduled sliding scale coverage of insulin lispro 5 units sq at 0509. At 0500, the user cleared the volume from the device for a total volume of 1555ml, and verified that the rate was correct at 165ml/hr. It was reported that the patient received an over infusion of tpn even though correct settings were documented on the device. The total amount of tpn infused at this time should have been 990ml for the 6 hours after the device was last cleared at 2300. The charge nurse was notified and photos of the devices were taken. The blood sugar was rechecked at 0743 with a result of 326, and at 0751, patient received insulin lispro 3 units sq. At the time of the event lipids was also infusing at an unspecified rate. The event occurred in the medical/ surgical unit or aau (adult acute unit).

Event description:
The customer reported that the patient was to receive a cyclic order of tpn (1800ml with 100ml additional over fill). The order was for a rate of 75ml/hr for 1 hour, 165ml/hr for 10 hours, and 75 ml/hr for 1 hour. Tpn was initiated on (B)(6) 2018 at 2144, programmed at a rate of 75ml/hr, and at 2300 was changed to 165ml/hr. At this time the user cleared the device with a total volume infused of 90ml. At 0330 a poc (point of care, bedside testing) blood glucose level was 344 and confirmed by stat serum level of 346 at 0434. The patient received a pre-ordered scheduled sliding scale coverage of insulin lispro 5 units sq at 0509. At 0500, the user cleared the volume from the device for a total volume of 1555ml, and verified that the rate was correct at 165ml/hr. It was reported that the patient received an over infusion of tpn even though correct settings were documented on the device. The total amount of tpn infused at this time should have been 990ml for the 6 hours after the device was last cleared at 2300. The charge nurse was notified and photos of the devices were taken. The blood sugar was rechecked at 0743 with a result of 326, and at 0751, patient received insulin lispro 3 units sq. At the time of the event lipids was also infusing at an unspecified rate. The event occurred in the medical/ surgical unit or aau (adult acute unit).